Event description:
It was reported that the remote monitor had no power due to the batteries exploding. The monitor is expected to be replaced. No pa tient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.